Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bad image. The issue was found during preparation for the procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had bad image. The issue was found during preparation for the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, fail water leak test from cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "bad image" found bad blurry image some time intermittent image during burning unit due to bad cable unit connector pins and fail water leak test from cable due to tiny pin hole were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.